Event description:
The customer has obtained high values for enzymatic creatinine (ecrea_2) on one patient sample that was measured five times within nine months on an advia chemistry 1800 instrument. The patient had a biopsy done for further investigation, where the kidneys were found to be normal. The sample was also tested on an alternate platform where the result was lower. It is unclear if the patient sample was tested before or after the patient went through a biopsy. Patient results were reported to the physician(s). There were no reports of adverse health consequences due to the high ecrea_2 results on the one patient sample on an advia chemistry 1800 instrument.

Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer to see if the sample could be sent to siemens healthcare for in-house testing. Gps was informed by the customer site that the sample had been discarded. The cause of the high ecrea_2 results on the one patient sample on an advia 1800 chemistry instrument is unknown.